Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal while loading the seal into the delivery tube. No other info was provided on the report. The report did not indicate any pt.